Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial and ventricular capture thresholds had risen since implant. Both the leads were replaced with two new leads. Crosstalk was noticed on the ventricular channel after each atrial pace. After repositioning both the atrial and ventricular leads, the physician replaced the ICD. No crosstalk was observed with the new device.